Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left external iliac artery. A 6.0mmx60mmx135cm (4f) sterling balloon was advanced for dilation. However, during the second inflation at 12 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.